Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint condition were identified. Alternate device information: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, serial #(B)(4). A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint condition were identified. Manufacturing date: 2013-05-20. Sterilization expiration date: 2013-05-20. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis and experienced baker¿s grade iii capsular contracture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report reflects the product reported with serial # (B)(4). Device serial #(B)(4) was also reported. Mentor was made aware that capsular contracture was only present with one of the devices, however, the report did not indicate which of these devices was the impacted product.